Event description:
On 08/06/2025, a sales representative reported via email that an ar-15 on 08/06/2025, a sales representative reported via email that an ar-1588rtt2-ib fibertag tightrope ii implant broke during final tensioning on the femur. The case was completed, and no additional details were provided. This issue was discovered during a quad acl reconstruction procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 08/14/2025: the button was left in the patient, as it still had the ib sutures attached, and they wanted to preserve the ib for this patient. Only the tightrope suture was removed. An ar-1588btb-2j tightrope ii btb was utilized and threaded through the broken limb of the quad tightrope. It was then shuttled into the fibertak loop while the graft remained in the femoral and tibial sockets to complete the case. They used a flipcutter for bone preparation, and bone quality was assessed as normal. The procedure required an additional 20 minutes, during which extra anesthesia was administered. No adverse effects were reported during or following the surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, excessive force used during suture passing/tightening /tensioning and/or incorrect surgical technique during use.